Event description:
It was reported that during a follow-up, stored atrial noise reversion episodes were noted. The noise was reproducible with plyometrics.

Manufacturer narrative:
No medwatch form was received.